Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: his blood glucose (bg) is over 600 mg/dl. Patient has symptoms of dizziness, extreme thirst , and urinating everything he is taking in. Patient states he has fleeting chest pain also. He called customer support (cs) as he has a warning on his pump of exceeding maximum 2 hr limit of 6 units of insulin. The patient had contacted cs yesterday and been advised to speak with his health care provider (hcp) regarding high bg and maximum limits. He had decided how to set his max limits yesterday on his own after call. He did not speak to hcp. Patient states that he has not been able to give enough insulin all day due to this limit. Cs again instructed patient about the maximum limits, meaning, need to consult with hcp or diabetes educator about how to set these limits. Patient decided to raise the 2 hr limit to 10 units and the max daily to 55 units. Patient has been trying to give bolus insulin whenever his pump will allow him to give some. Patient does not have action plan for high bgs, stressed to patient to call the hcp on call now about action plan for high bgs as his present insulin has delayed action, he has been high too many days, he has chest pain. Instructed patient to seek emergency care. Instructed patient to change skin site, set, and cartridge as they were due for changing . Also, note that patient ketones are still in range of small to moderate. Patient called back later with bg in the 300 mg/dl. He had changed set and contacted his hcp. There is no indication of pump malfunction. This complaint is being reported due to the user error of patient not changing site, not having an action plan for high bg.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error must be considered a contributory factor. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.